Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. Tac confirmed cabling is correct. Sdi and dvi is cabled to the orpheus monitor. Sdi and dvi is cabled to the orpheus monitor. The issue is with the orpheus. Customer reached out to another sister hospital to confirm settings and use of the orpheus software. They are now able to get a live scope image. The issue was that the user was not familiar with the orpheus and no issue with the olympus cv-170. Customer will continue to work with sister hospital on using orpheus as this is not an olympus product. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image and also shows color bars. This was discovered during a diagnostic nasal endoscopy. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.